Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, the response buttons were non-functional. Upon evaluation, there was corrosion on the j101 connector, j502 connector, jtag board, and sd card. The cause of the non-functional response buttons is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were unable to activate a patient's monitor.